Manufacturer narrative:
For the last calibration performed on (B)(6) 2022, calibration signals were within expected ranges. Quality controls were acceptable on the day of the event. One control measurement was outside of range on (B)(6) 2022. Upon review of the alarm trace a high number of sample foam detection and sample clot alarms occurred between (B)(6) 2022. These alarms may indicate an issue with pre-analytic sample handling. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys cea assay on a cobas 8000 e 801 module. The sample initially resulted in a cea value of 29.70 ug/l and this value was reported outside of the laboratory. The doctor requested a repeat of the sample. The sample was repeated on (B)(6) 2022, resulting in a value of 1.42 ug/l. The sample was also repeated on (B)(6) 2022, resulting in a value of 1.40 ug/l. The cea reagent lot number was 60734001, with an expiration date of 30-jun-2023.